Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the freestyle libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to obtain readings using adc freestyle libre reader due to slow response of the buttons. Customer experienced symptoms described as "fell on her bed, weakness, generalized weakness" and required treatment with a glass of juice and sugar by her partner. Customer self-presented to her doctor; however, no further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer reported being unable to obtain readings using adc freestyle libre reader due to slow response of the buttons. Customer experienced symptoms described as "fell on her bed, weakness, generalized weakness" and required treatment with a glass of juice and sugar by her partner. Customer self-presented to her doctor; however, no further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The reader powered on with home button depression and did not observe sticky switch or slow response from button. Therefore, this issue is not confirmed. No malfunction or product deficiency has been identified. All pertinent information available to abbott diabetes care has been submitted.